Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06713 and 2134265-2016-06926. It was reported that automatic pullback failure occurred. The target lesion was located in the main artery. It was noted that, during procedure, a 120v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a sled to perform automatic pullback. However, it was noted that the physician said that during procedure, the mdu5 was not performing an automatic pullback. No patient complications were reported. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed that the sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The sled was able to be manually pull back with the mdu in place. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06713 and 2134265-2016-06926. It was reported that automatic pullback failure occurred. The target lesion was located in the main artery. It was noted that, during procedure, a 120v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro2 imaging catheter and a sled to perform automatic pullback. However, it was noted that the physician said that during procedure, the mdu5 was not performing an automatic pullback. No patient complications were reported. The patient's condition is stable.